Event description:
The digital timer and socket assembly overheated with small flames during a cleaning cycle. The ultrasonic cleaner is five years old, but the timer was updated less than one year ago.